Event description:
Customer alleged m51 is leaking oil all over her light green carpet. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model pronto m15 serial number (B)(4) is approximately 4 years and 7 months of age. The consumer's medical condition, stability and medication regimen are unknown . The consumer is (B)(6), weighs approximately (B)(6). The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called to state that the oil is leaking from her pronto m15 unit. The oil leak occurred in the bedroom. The consumer was able to cleanup the majority of the oil. The motor has been replaced by a service center, and the carpet has been replaced.